Manufacturer narrative:
Correction need as it does not meet the reportability criteria.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported that patient had the ipg replacement due to unknown reason. No further information available.